Event description:
The bases of multiple medication carts and computerized workstation on wheels (wow) crack on a monthly basis. This can cause infection control issues and safety issues with power. Liquid can go into the base of the computerized workstation on wheels which would short circuit the cart and cause of fire. Manufacturer response for medication cart, medication cart (per site reporter): nothing.